Event description:
Adverse event from (B)(6) 2011 states: lead failure. (B)(6) hospital, (B)(6). Dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).